Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 54mm abdominal aortic aneurysm. It was reported that the patient had thrombus in the left external iliac artery. After the procedure was completed and the patient access closed it was noted that there was a lack of pulses in the left leg. The patient's access point was reopened on the left side and the left stent graft limb and external iliac artery were ballooned with a 10mm angioplasty balloon to re-establish flow. It was reported that the morning after the index procedure the patient again had lack of pulses so a fem-fem bypass was also carried out that day. The fem-fem bypass was reported to have been successful. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the cause of the left limb occlusion leading to the fem-fem bypass could not be determined from the pre-implant films provided. Angiograms at implant were not available for review and the blood flow dynamics could not be assessed. Post-implant CT¿s were not provided and the stent graft in-vivo assessment also could not be performed. It is possible that the patient¿s calcified left iliac and pre-existing thrombus within the left external iliac may have contributed to the limb occlusion. It is unclear if stent graft oversizing and the severely angulated proximal neck (off-label usage) may have also been a factor. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.